Manufacturer narrative:
(B)(4).

Event description:
Customer states that the catheter was removed and replaced on (B)(6) 2019 and reported to him as "broken". Customer states that the pink hub was beginning to come off from the extension line. The hub is still attached by apparently the connection is beginning to come apart.

Event description:
Customer states that the catheter was removed and replaced on (B)(6) 2019 and reported to him as "broken". Customer states that the pink hub was beginning to come off from the extension line. The hub is still attached by apparently the connection is beginning to come apart.

Manufacturer narrative:
Qn# (B)(4). The customer returned one 2-lumen PICC for evaluation. The sample was returned with obvious signs of use and contained adhesive securement devices. The catheter body was separated and had smooth edges, indicating that the catheter was intentionally cut. After failing functional testing (see below), the catheter was microscopically examined. A small separation/hole of the distal extension line was found adjacent to the luer hub. No other defects or anomalies were observed. The catheter body was trimmed to 453 mm. The length of the distal extension line measured to be 1.73" which is consistent with the nominal specification. The inner diameter of the distal extension line measured to be 0.059" which is within specifications. The outer diameter of the distal extension line measured to be 0.094" which is within specifications. This indicates that the wall thickness measured as expected. The returned catheter was functionally tested by occluding the distal end of the catheter and flushing the extension line with water. The distal extension line/hub leaked when pressurized. A manual tug test confirmed that both extension lines were secure within the luer hub. A device history record review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal extension line contained a small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue.